Event description:
In late 2008, the patient reported she has experienced elevated blood glucose readings for the past two weeks with her most recent reading being 402 mg/dl. Her target range is 70-150 mg/dl. Symptoms are nausea, lower back aches, and muscle aches in her legs and arms. She stated that when she boluses insulin through her infusion device, it takes a "couple of hours to come down," but when she gives herself an insulin injection, her blood glucose decreases a "lot quicker". She said the last two times she has changed her infusion headset, blood and a skin-colored fluid comes out. She stated she usually changes her headset every 4-5 days. She was advised to change her headset at least every 3 days. Proper site selection and rotation were discussed with the patient and a complimentary guide to infusion site management was sent. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.